Manufacturer narrative:
The analysis did show that the head had several dents. This caused the back cap button to stick in, interfering with the internal moving parts. This caused high friction and therefore increase of temperature. In addition, some inner moving parts have been worn and some debris was found in the handpiece. This also leads to a higher resistance and therefore to an increase of temperature. The dents show that the handpiece received several strong hits, e.g. By dropping during reprocessing. The debris shows that the reprocessing. Maintenance is not performed as requested by user instruction. The user instruction requires a visual and functional test prior to each treatment to ensure that the handpiece is running within specification. It contains also a note that the handpiece should not touch soft tissue during treatment. Reported due to the 2 year presumption rule.

Event description:
During a standard dental treatment on upper right arch, handpiece got hot and burned the pt on the lower lip and inner cheek to the length of approx 7cm. Pt received some vitamin e ointment for the burn.